Event description:
The dr could not unsheath the filter beyond the spline. Dr tried many ways to get the filter to deploy, loosening touhy, wiggling and pushing the pusher-handle, moving it towards the renals to heat up so that it might pop out, but the hooks would not disengage from delivery system. Dr pulled filter back and its arms collpased at its side, he was able to pull filter out. Once delivery system and legs were out of pt, the hooks disengaged from the spline with arms still inside of pt. Dr removed filter with his hand. All arms, legs, and hooks were accounted for. Dr placed a 2nd g2 device successfully using same sheath.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. As received, there was a deployed filter and one storage tube connected to y-body with the pusher wire going through both. The introducer sheath was not returned. The proximal fitting and the silicone washer were separated from the y-body and were pushed up against the pusher wire handle. As received the geometry of the filter appeared normal. Measurements taken confirmed it was within specification. Also, the pusher wire and storage tube appeared normal. All measurments met specifications. The results of this investigation are inconclusive and the exact root cause is unknown. Base on the information received, it is unknown if procedural factors may have contributed to this event. The IFU (information for use) states the following: delivery of the recovery filter through the introducer sheath is advance-only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the sheath.